Manufacturer narrative:
Corrected data: section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of controller clock not set and driveline power fault alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data on the timestamp of (B)(6) 2000 from 11:39:50 to 16:03:52 was reviewed. A controller clock not set alarm was captured throughout the timespan due to the controller clock being reset to the default timestamp of (B)(6) 2000. The driveline was observed connected to the controller on the timestamp of (B)(6) 2000 at 11:41:30, indicating that this was the patient¿s backup controller. Upon connecting the driveline, a driveline power fault alarm was captured from 11:41:30 to 16:03:52 that was associated with a power a broken fault. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the driveline power fault alarms resolved and if the reason for the system controller clock not being set was known; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller clock not set, power cable disconnect, low voltage advisory/hazard, no external power, and driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of controller clock not set and driveline power fault alarms was confirmed via analysis of the submitted log file. A log file was submitted for review and data on the timestamp on (B)(6) 2000 from 11:39:50 to 16:03:52 was reviewed. A controller clock not set alarm was captured throughout the timespan due to the controller clock being reset to the default timestamp on (B)(6) 2000. The driveline was observed connected to the controller on the timestamp on (B)(6) 2000 at 11:41:30, indicating that this was the patient¿s backup controller. Upon connecting the driveline, a driveline power fault alarm was captured from 11:41:30 to 16:03:52 that was associated with a power a broken fault. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the driveline power fault alarms resolved and if the reason for the system controller clock not being set was known; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16oct2022. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller clock not set, power cable disconnect, low voltage advisory/hazard, no external power, and driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon further review of the log file and more information relayed from clinical specialist, the event log did capture driveline power fault along with system controller clock corrupt alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and contained data as backup controller. The system controller was last connected on 12jul2024. At some point the system controller loss all power and was not charge resulting to system controller clock corrupt.